Manufacturer narrative:
Concomitant medical products: product ID: 429888 lead; implanted: (B)(6) 2019, product ID: w4tr01 crtp; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing. The ra lead remains in use. No patient com plications have been reported as a result of this event.